Manufacturer narrative:
A field service engineer inspected the architect c4000 analyzer, sn (B)(4), and found the external waste line was clogged. Therefore, all the tubing for the external pump was cleaned. The architect c460200 was determined to be the likely cause of the customer issue. A review of the service history for the architect c460200 revealed no additional issues were reported post cleaning of the parts. A review of tracking and trending did not identify any adverse trends. Manufacturing documentation was reviewed and contains adequate information on hazard, safety, how to minimize potential harm to personnel, and precautionary measures, such as wearing personal protective equipment. Based on the information within the complaint record no systemic issue or deficiency was identified for the architect c4000 system.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
While troubleshooting error code 6512 (optics system warning, fluctuation detected, bichromatic check) on the architect c4000 analyzer, tubing on the high concentration waste pump popped off and the customer was sprayed with liquid on her lower torso and face. The customer washed the liquid off quickly and stated that no liquid came in contact with her eyes or mouth. No medical treatment was sought and no injury was reported.